Event description:
It was reported that customer was using the device for monitoring purpose when the service light illuminated and the spo2, nibp and ECG output through ECG cable blanked on the screen. Customer cycled power off/on and normal device operation was restored. The pt was not experiencing a cardiac arrest and the reported issue had no adverse effect on pt. Physio-control evaluated the device and found a fault code that occurred intermittently previously and was logged in the device's memory during the event, causing the service light. The fault code indicated that a serial communications link between the main and defibrillator processor was lost and defibrillator therapy could potentially be affected.

Manufacturer narrative:
(B) (4): physio-control's investigation of the issue is pending. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.